Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein extension was explanted and replaced to address the issue. During the procedure it was noticed that the ipg was discolored, ipg was explanted and replaced during the procedure to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of impedances issues on contact #1 was confirmed when referencing the associated lead extension. The root cause was due to an electrical open within the extension at electrode #1. Electrical testing of the associated lead extension found electrode #1 was open which would have resulted in the reduction of stimulation output and could cause ineffective therapy. Analysis concluded stimulation was on at the time of the observation.